Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), metal poisoning ("metallosis"), ear pain ("pain in her ears"), swelling ("swelling") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, hypersensitivity, heavy menstrual bleeding, headache, metal poisoning, ear pain, swelling and insomnia outcome was unknown. The reporter considered back pain, ear pain, headache, heavy menstrual bleeding, hypersensitivity, insomnia, metal poisoning, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), metal poisoning ("metallosis"), ear pain ("pain in her ears"), swelling ("swelling") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, hypersensitivity, heavy menstrual bleeding, headache, metal poisoning, ear pain, swelling and insomnia outcome was unknown. The reporter considered back pain, ear pain, headache, heavy menstrual bleeding, hypersensitivity, insomnia, metal poisoning, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.